Manufacturer narrative:
The device was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use were reviewed and considered acceptable. The investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that lens haptic was noticed broken before being fully implanted in the patient's left eye. Incision was enlarged (from 2.65 to 4 mm) and lens was easily removed. Sutures were required. A different model lens of the same diopter was implanted. This procedure was reportedly a combination of ecce (extracapsular cataract extraction) and iol plus istent. In the surgeon's opinion the most likely cause of the device damage is device defect. There was no patient injury reported and outcome of surgery is good.

Manufacturer narrative:
Additional info: d10, h2, h3, h4. The device was returned for evaluation. Visual inspection found one haptic broken off near the optic and the broken piece was not returned. Only a small piece of the haptic remains attached to the optic. The other haptic is bent. Due to the damage, functional testing cannot be performed. The most probable root cause is "operational context". User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is required.